Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
Edwards received information that a 23mm carpentier-edwards perimount (cep) aortic valve underwent a valve-in-valve procedure due to moderate regurgitation secondary to structural valve deterioration after implant for unknown period. A tavr procedure was performed with a 23mm sapien3 transcatheter valve. The device was not returned for evaluation as it remained implanted. The cep valve was originally implanted for aortic valve replacement with a concomitant coronary artery bypass grafting (CABG) at a different hospital. It is unknown if a device malfunction was alleged.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The explanted device cannot be evaluated. Despite multiple attempts for the product the device was not returned. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.